Manufacturer narrative:
Device used for treatment and not diagnosis. The pfna blade has been received in working condition. The pfna blade was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Device report from synthes (B)(6), reports an event in (B)(6) as follows: patient suffered a fall and was implanted with pfna nail, bolt, and blade construct on (B)(6) 2012. On an unknown post-operative date, patient complained of hip pain. Examination revealed fracture in the pfna. Patient returned to the operating room on (B)(6) 2012, for explant of hardware. Patient was revised with longer pfna nail construct. This is 3 of 3 reports for this event.